Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3998, lot # j0546407v, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The patient reported that she would get a shocking and jolting or a surge of a shock in her body when she would turn a certain way. She turned stimulation off in 2009 and had not used it since. She wanted to have it removed and was going to meet with her doctor for a consultation to find a doctor willing to remove the system. A fall was noted to have been possibly related to the event. She was holding onto a railing and when she was towards the bottom of the stairs, she let go of the railing. She got another shock when she moved her arm and then she fell down the rest of the stairs. She would get shocks and jerking that would make her trip and/or fall. Relevant medical history included postlaminectomy pain. Follow-up was performed to determine what actions were taken to address the reported issues and if the issues were resolved. This event will be updated if additional information is received.